Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for analysis. One photo shows the distal tip of a cvc catheter. The second photo shows connector tubing and a luer cap. The image of the catheter shows that the body was cross-sectioned. A build-up of what appears to be biological material was located inside the lumen. A build-up of biological material can contribute to a blockage; however, this could not be confirmed without the sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "flush lumen(s) to completely clear blood from catheter.". The customer report of blocked catheter was not confirmed by visual inspection of the customer supplied photos. The images provided by the customer show a cross sectioned catheter body with evidence of biological material which could contribute to patency issues, however, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"on (B)(6) 2025, before administering an IV, the nurse flushed the tube and found that it was blocked. She was unable to withdraw fluid, saw no return flow, and could not push the fluid in even with gentle pressure. She informed the attending physician, who came to check and found the same problem. Following the doctor's orders, the central venous catheter was removed." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, before administering an IV, the nurse flushed the tube and found that it was blocked. She was unable to withdraw fluid, saw no return flow, and could not push the fluid in even with gentle pressure. She informed the attending physician, who came to check and found the same problem. Following the doctor's orders, the central venous catheter was removed." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".